Manufacturer narrative:
During a review of the issue, it was noted that the customer was not using appropriate ppe while performing maintenance/ troubleshooting on the architect c8000 analyzer. Abbott field service (fs) determined the cause to be back pressure from a clogged waste pump quick connect , fitting kit, waste pump quick connect (rohs)) on the external waste pump. The issue was resolved by cleaning the clogged connector and performing a total call procedure. A review of the architect c802080 service history found no additional likely causes and no further similar issues have been reported. A review of tickets for the waste pump quick connect did not identify any issues or adverse trends. No other similar complaints were found involving a splash exposure. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the issue in this complaint. Manufacturing documentation and labeling was reviewed and noted to provide sufficient information regarding operational precautions and limitations, operator responsibility, hazards and exposure to potentially infectious or hazardous material, using appropriate personal protective equipment (ppe), performing maintenance, and troubleshooting the reported issue to include replacing / cleaning the external waste pump, tubing, and connectors. Based on the investigation, no product deficiency or systemic issues were identified for the waste pump quick connect or the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the user was inspecting the instrument after noticing leakage at the front. The user saw that the leaking was coming from the t for the high concentration waste and ict waste. She inspected the back of the instrument and when she returned to the front, the user was splashed in the face when the ict tubing of the architect c8000 analyzer sprayed due to blockage of the external hc waste tubing. The operator was a (B)(6) female, received medical treatment and was given an anti-viral prescription. She also had a swab test in the mouth performed because of the liquid contact with her mouth and the results are as follows: throat swab culture negative, (B)(6), herpes 2 igg and igm pending, viral load pending.